Event description:
Failure 403 was found in the event history during service. The hosp. Rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.